Event description:
N/a

Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit, but was unable to duplicate the reported malfunction. The fse verified several error codes which indicated a potential failure of the executive processor pcb. The fse replaced the executive processor pcb and reinstalled the b17 software. The fse performed transducer calibration, functional checks, and safety tests. The iabp was returned to clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) is frozen while in standby mode. Had to be swapped with new unit.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).